Event description:
It was reported the pt experienced a sudden jolt followed by a loss of stimulation and communication with the ipg. The sjm rep was unable to communicate with the ipg using extra external devices. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.